Manufacturer narrative:
This follow up report # 1 is being submitted to provide new information received. Upon follow-up communication it was reported that the "extremely large amount of blood loss" stated in the initial report was estimated to be 200ml. Also a comment was made that smaller volumes of valve "leakage" have reportedly occurred approximately 11 times in the past. However, those events were not reported to the manufacturer. The customer stated that the leakages were estimated to be less than 50-ml & no additional information was available including event dates, lot numbers, patient information or any specific event descriptions. Therefore, because it is not possible to conduct meaningful investigations or obtain sufficient information about the individual events, we are including this anecdotal information within this follow-up report for reference purposes. Device not returned.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2014-00244 to provide additional information received from the user facility.

Manufacturer narrative:
This report is being submitted as follow-up #2 for MFR. Report #9681834-2014-00244 to provide the date information was received by the manufacturing facility for follow up report #1. This date was inadvertently omitted in the previous follow-up report. The information below lists the date(s) the additional information was received by the manufacturing facility: follow-up #1 = 09/24/2014. This report is also being submitted to provide the results of the returned sample evaluation. The involved device was returned to the manufacturing facility for evaluation. Visual inspection of the returned device did not find any anomalies or damage. Magnifying inspection found a flaw on the cross cut valve. The sheath was submerged in water and an air pressure of 0.3kgf/cm2 was applied to the inside. An air leak was observed. The sheath was inserted over a factory-retained 0.035" guide wire and submerged in water. In this state, an air pressure of 0.3kgf/cm2 was applied to the inside of the sheath. An air leak was observed. In that state, the cross-cut valve was inspected under magnification. A gap was found to have been generated between the cross-cut valve and the guide wire inserted in it. The cross-cut valve, after having been taken out of the sheath, was closely inspected under magnification. It was noted to have a flaw off center the slit penetrating the valve. This flaw appears to be the cause of the deterioration of the hemostatic performance of the actual sample. Visual inspection of the actual dilator found that the distal extremity had been slightly deformed. There is no evidence that this event was related to a device defect or malfunction. Although the cause of the reported event cannot be definitively determined based upon the available information, it is likely that the actual dilator hit off center of the cross-cut valve of the actual sheath with its tip when the two devices were combined with each other. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the center of the sheath valve. Forced insertion of the dilator which misses the center of the sheath valve may cause damage, and result in blood leakage." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
This report is being submitted as follow-up #2 for MFR. Report #9681834-2014-00244 to provide the date information was received by the manufacturing facility for follow up report #1 as well as to provide the evaluation results of the returned sample.

Event description:
The user facility reported leakage from the sheath around the catheter during a procedure. Follow-up communication with the user facility confirmed that there was an extremely large amount of blood loss.

Manufacturer narrative:
(B)(4). The involved device was not returned for evaluation so the failure investigation was limited to a review of user facility information and quality records for the reported lot number. Inspection of a retained sample from the reported lot confirmed that there were no anomalies or defects. Leak testing was performed on the sheath, no leak was noted. The sheath was inserted over a factory retained 6fr. Guiding catheter and leaked tested, no leak was observed. A review of the manufacturing history record confirmed there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the exact cause cannot be determined based on the available information there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).